Manufacturer narrative:
The available information suggests the patient retained the device post explant. If information is provided in the future, or following analysis if the device is returned, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing. It was noted that the signal amplitude at the beginning of the event was small with some undersensing before the oversensing occurred. Additional information was received indicating the device was later explanted due to continued inappropriate shocks. Another manufacturer's transvenous system was implanted. No additional adverse patient effects were reported.